Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4).

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was going to be used in a spaceoar vue implant procedure, on (B)(6) 2023. During preparation, it was noted there were black specks in the vial. It was reported they were unsure if it came already in the vial, or in the syringe as it was not noticed until it had been mixed. The implant procedure was completed, under local anesthesia, with another kit. No patient complications were reported.